Manufacturer narrative:
The customer's meter was returned for investigation. The returned meter was measured with master lot strips. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The investigation of the customer material in comparison to retention material and comparable masterlot test strips did not show abnormalities. Therefore, the allegation in this case could not be substantiated.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
A daughter complained, on behalf of the patient, of discrepant inr results with coaguchek xs meter serial number (B)(4) using 2 different strip lot numbers. This medwatch will cover strip lot 35349723. Refer to medwatch with patient identifier (B)(6) for information on strip lot 34521321. At 2:49, the patient's meter result was 7.2 inr using lot: 34521321, exp: 3/31/2020. At 2:57, the patient's meter result was 5.2 inr using lot: 35349723, exp: 4/30/2020 it was noted that the meter 'coded correctly.' The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. There was no serious injury noted. The patient is 'stable.' There was no change in medicine based on any result. The patient is anemic and hct is unknown at this time. The patient is not on heparin, has no antiphospholipid antibodies, is not on direct thrombin inhibitors. It was noted that the patient recently resumed taking the medication lasix. The patient had no recent dietary changes, illnesses, unusual bleeding or bruising. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.